Event description:
The pt experienced a shocking or jolting sensation. She felt it everyday at the same time and it didn't have a real pattern, although, it sometimes occurred before or after she ate. There were no obvious sources of emi. The pt also stated, the stimulation was too high and adjusted down. Further information is being requested from the healthcare professional.

Manufacturer narrative:
(B) (4).